Manufacturer narrative:
The reported complaint that "the autopulse platform (sn: (B)(4)) displayed 'system error, out of service, revert to manual CPR' upon powering up" was confirmed during functional testing. The platform's archive data was corrupted and could not be downloaded. The platform and diagnostic service pc were able to communicate momentarily, and apvision3 software confirmed a system error - 136 (internal parameter corrupted). The root cause of the system error was the processor board (pca) failure, likely due to the age of the device. The autopulse platform was manufactured in july 2008 and is over 14 years old, well beyond its expected service life of 5 years. Visual inspection of the returned autopulse platform was performed. Based on the photos provided by zoll service team, the top cover, front and bottom enclosures, battery compartment, battery lock, and lcd screen were observed damaged, unrelated to the reported complaint. The top cover was scratched, and the interior was dirty and cracked with multiple screw bosses broken. The front and bottom enclosures were scratched and had broken screw bosses. The autopulse platform was missing screws at various external and internal locations. The battery compartment was damaged with a broken screw boss, and the battery lock was bent. The lcd screen was scratched and cracked. Additionally, the lcd backlight was not lighting up, either caused by the malfunctioning processor board or the lcd transmissive board. All the damaged parts and missing screws will be replaced to address the issues. Archive data review could not be performed because the data could not be downloaded due to the size of the data being over the limit, and the parameters in backup memory (non-volatile ram) had been corrupted due to the processor board issue. The autopulse platform failed initial functional testing as the platform displayed "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. Technical investigation revealed that the cause of the system error was the processor board failure, which will be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number: (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.